Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Date of event: incident date was not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that manual mode of ventilation was not available when selected. There was no report of patient involvement.

Manufacturer narrative:
Per additional information unit intermittently would not switch to mechanical ventilation. The bag/vent microswitch was replaced to correct the reported fault. Failure of the microswitch to identify the unit is in manual mode is an electronic issue that does not affect the ability to manually ventilate.